Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 4mg/ml at 0.83 08mg/day and bupivacaine 28mg/ml at 5.816mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 a catheter revision was reported. Per the company representative there were no issues and the patient reported no loss of therapy. The pain clinic agreed and stated there were never any discrepancies during refills. There was no information if there were any environmental, external or patient factors that may have led or contributed to the issue. Per the reporter, there were no issues until the day of the report when the physician did not receive flow when she aspirated. There were no side effects or loss of therapy. The physician removed part of the catheter, but a segment still remained. The company representative stated that the physician was not concerned with the catheter itself and thought it had just come out of the intrathecal space, removing only a small portion and left the remaining in the body. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.